Event description:
Synergy china registry. It was reported that patient experienced congestive heart failure. The subject presented with myocardial infarction and was referred for cardiac catheterization in december 2019. The target lesion #1 was located in the proximal right coronary artery (rca) extended up middle rca with 85% stenosis and was 70 mm long, with a reference vessel diameter of 3.5 mm. The target lesion #1 was treated with pre-dilation and placement of a 3.50 mm x 32 mm and 3.50 mm x 38 mm synergy stent system. Following this post dilation was performed with 0% residual stenosis. Six days later, the subject was discharged on aspirin and ticagrelor. In december 2022, the subject was diagnosed with congestive heart failure and was hospitalized on the same day for further evaluation and treatment. Medication and other treatment were given to treat the event. Five days later, the outcome of the event was considered to be recovered/resolved and on the same day the subject was discharged with aspirin and ticagrelor.